Event description:
A healthcare professional reported that during a training session, a patient was injected with 0.3ccs of juvéderm® voluma¿ with lidocaine into the right ck3. Soon after on same date, the patient felt "numbing pain" and shortly after this "swelling and bruising occurred." Healthcare professional immediately injected hyaluronicase "due to concern of intravascular event". Patient had bruising the next day. Hyaluronidase was also used two days after event, then two days later, then 4 days later again, when the event fully resolved. Healthcare professional believes the event was to the "injector and technique" used and noted permanent damaged was avoided due to the intervention provided.

Manufacturer narrative:
Type of investigation code: investigation conclusions code: clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.